Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system upgrade procedure, upon connecting the right ventricular (rv) lead to the device, insulation damage, deep axial cut near the connector was noted. The rv lead was abandoned, capped and remains in the patient. A different rv lead was implanted and connected to the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.